Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was in the 300-432 mg/dl range. A bolus was delivered to address the bg level. The customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis. The customer was treated with intravenous fluids and had continued to use the pump for insulin delivery. The customer was discharged on (B)(6) 2016. Tandem technical support reviewed the pump t:connect data and found that the customer had received multiple, intermittent occlusions prior to being admitted to the hospital and that the occlusions were not acknowledged for an extended period of time. The contact remembered the alarms, but did not see any issues with the supplies and therefore, did not think anything was wrong with them. Per the customer's healthcare provider, the customer reverted to using insulin injections to manage diabetes.